Event description:
The nurse attempted to remove the hemovac drain per physician's order, and met resistance. The nurse stopped and notified the physician's office. The physician's pa then attempted to remove it, and again met resistance. The physician pulled on the drain tube to remove it and determined that it was broken with a portion still in the patient's right hip. The patient was taken back to the or; the right hip was re-opened down through the fascia and the retained portion of the drain was removed. The hip was re-sutured and the patient returned to the ICU for observation. Due to her comorbidities, she needed ICU observation and not the general orthopedic floor. Her original discharge date was moved back. Not sure at this time when that will occur.